Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue with contamination on the bung and debris from that have been left inside of the barrel.

Manufacturer narrative:
Investigation: one sample was received for evaluation. It has pieces of lint on the rubber stopper therefore failure mode is verified. Three photos were provided as well and all three show the sample unit with the lint adhered to the rubber stopper. The lint was accumulated in the stopper hopper from cleaning and got into the stopper. Bd will be changing the cleaning material to avoid the lint. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue with contamination on the bung and debris from that have been left inside of the barrel.